Event description:
It was reported that on (B)(6) 2010, due to stable angina and a positive stress test, the patient underwent percutaneous transluminal coronary intervention. Rotational atherectomy was used to facilitate stenting to the mid right coronary artery (rca). A minor edge dissection (type a) was noted at the distal end of the first promus 3.0 x 23 stent that was deployed and therefore, a second promus 3.5 x 15 stent was deployed as treatment. The dissection was reported to not appear to be severe and was fairly mild. The dissection resolved on (B)(6) 2010. In the opinion of the investigator, the dissection was mild in intensity, not related to the study drug, not related to the study device, and definitely related to the study procedure. Post-stent deployment residual stenosis was 0% with timi 3 flow. On (B)(6) 2010, the patient received a peri-procedural loading dose of study medication (B)(4) 300 mg. Clopidogrel 75 mg dosing and aspirin 325 mg dosing were both started on (B)(6) 2010. The patient was discharged from the index hospitalization on (B)(6) 2010. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Dissection is a known adverse event listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that at implant the device was deemed to large for patient. Device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-05285 and 3005099803-2010-05287 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two leveen needle electrodes were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, the first electrode (B)(4) was used to perform the ablation. However, after forty minutes, there was no rise in impedance and roll-off was not achieved. The electrode was replaced and the procedure continued for another twenty minutes until the appropriate power output had been reached. However, the impedance again failed to increase and roll-off was not achieved. At this time, the procedure was considered complete and was confirmed via echocardiography. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4)